Event description:
It was reported that balloon rupture occurred. A 10mmx2.25mm wolverine cutting balloon was selected for use. During the procedure, a balloon pinhole ruptured upon inflation at 10 atmospheres. The device was removed without any issue and the procedure was completed with another of the same device. No complications was reported and the patient was in good condition after the procedure.